Event description:
The device was returned to the manufacturer with no information, was analyzed and tested out of specification. Further review of the manufacturer's database indicated the patient is deceased.the cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the device was returned and analyzed. Analysis revealed high impedance in the battery. (B)(4) implantable pacing lead implanted: (B)(6) 2006; (B)(4) implantable pacing lead implanted: (B)(6) 2006.